Event description:
The customer reported that the creatinine reagent run on the beckman coulter au680 clinical chemistry analyzer must be recalibrated every three hours due to 5% degradation. The customer stated that multiple patients were found to recover erroneous results. However, due to the laboratory's quality management, the samples were repeated prior to release and no erroneous results were released out of the laboratory. There was no change or affect to patient treatment in connection with this event. The customer provided multiple patient results for evaluation and a review of the results indicates that nine (9) patient results did not meet the acceptable reproducibility specification. The customer has been performing multiple calibrations to keep the quality control (qc) results within specification limit and report patient samples. The customer provided qc results from (B)(4) and a review indicates that the qc results were within the laboratory specifications with four (4) points of outliers excluded from the calculation.

Manufacturer narrative:
A field service representative (fsr) was dispatched to the customer's site to evaluate the instrument. The fsr performed a study in the customer's laboratory and confirmed the customer's complaint. The fsr replaced the sample and reagent syringes, reagent probes, and cleaned the cuvettes but the issue was not resolved. The fsr indicated that a preventative maintenance has been performed on the instrument in july. There was no indication that the reagent was returned to beckman coulter for evaluation. Only the creatinine assay is affected by this issue. The fsr continues to investigate this issue at the customer's laboratory.